Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose as high as 585mg/dl, and as low as 25mg/dl, with diabetic seizures, and extreme drowsiness, associated with an alleged inaccurate delivery issue. During troubleshooting with customer technical support, it was revealed the pump was allegedly over/under delivering insulin. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.